Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and a high capture threshold were observed on the atrial lead. No patient symptoms were reported. The lead was successfully capped and replaced during a system upgrade procedure.